Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial #: (B)(4), product type: recharger. Product ID: 97754, serial #: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Product ID: 97754, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported that their ins stopped working, they weren¿t feeling stimulation or getting any relief. It was reported that they charged the ins the saturday before the report. Patient was reportedly in a lot of pain, they weren¿t walking well, and they had been taking pain meds. Troubleshooting showed the ins needed to be charged and the insr was not charging. Patient reported a wire was exposed on the desktop charger (dtc) cord. It was later reported that the patient received the new recharger and the system was working correctly. No further complications reported/anticipated.